Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set.

Event description:
This event is related to (2) c-utlm-701j-rsc-abrm-hc-rd from the same lot. It was reported the guide wire became stuck during guide wire withdraw, and was found to be deformed after it was taken out.